Event description:
It was reported that the "arterial tube came loose from the catheter". The connection was tightened and the rest of the treatment was uneventable. It was noted that the arterial tube was connected to the venous side of the catheter. There was no reported bloodloss. The same pt experienced a similar incident on 02/2002. It was reported that "immediately after the start of treatment, the vein tube come loose from the vein side of the catheter". There was a 20-100cc reported bloodloss.